Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported that during a glaucoma stent procedure to the left eye, a patient experienced significant intraocular bleeding obscuring the surgeons view once the stent was placed. The bleeding continued despite irrigation and aspiration of the anterior segment. Phenylephrine was therefore injected, and the bleeding completely stopped within one minute of this injection. Further irrigation/aspiration did not result in more bleeding, and the operation was successfully completed. Additional information has been requested.